Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review. The sample and an image were returned for evaluation. The investigation confirmed for failure deploy, fracture and misfire. The root cause could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem10100. Endovascular stent graft allegedly experienced failure to deploy, misfire, and fracture. This report was received from a single source. This event involved a patient with no reported patient injury. The patient is male, 90 kgs and 73 years of age.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Failure deploy, fracture and misfire was confirmed. An x-ray image was provided and is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem10100. Endovascular stent graft allegedly experienced failure to deploy, misfire, and fracture. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is male, (B)(6) kgs and (B)(6) years of age.